Manufacturer narrative:
The insulin pump was received with the following physical damage: cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked reservoir tube, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place and unable to perform the displacement test due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. Customer stated there were cracks and missing pieces at the reservoir compartment. The customer¿s blood glucose level was 5.2 mol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.